Event description:
It was reported that the ventilator generated alarms for power error and too low barometric pressure. There was no patient harm. Manufacturer's ref.: (B)(4).

Event description:
Manufacturer's ref #: 228354.

Manufacturer narrative:
The ventilator reportedly generated technical error codes indicating power error and too low barometric pressure. The ventilator was tested on-site by our field service engineer (fse). The fse replaced the monitoring printed circuit board (pcb) as a precaution. The replaced pcb was not returned and no ventilator logs were provided.since the replaced part was not returned for investigation, the root cause of the generated alarms has not been determined.